Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. One of the connector collar of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component part exposed. No visual defects were observed on the inner components. The sheared off connector collar was not returned for evaluation. Based on the return condition of the device and the results of the investigation, the reported complaint was confirmed for the failure mode "break".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable malfunctioned. The end of the cable came apart when they detached from generator adaptor cable. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable malfunctioned. The end of the cable came apart when they detached from generator adaptor cable. The hospital did not report any patient effects.